Event description:
It was reported that the pump's shutoff pressure was too high. No patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name(B)(6). Address line 1 (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the test could not be carried out. After connecting the cassette, there is an immediate alarm, "cassette not connected properly." The customer's reported issue is not confirmed. The pump's downstream occlusion (dso) sensor could not be tested. The dso sensor will be replaced.